Manufacturer narrative:
Investigation - evaluation a review of the complaint history, instructions for use (IFU), trends and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up will be generated upon the completion of the investigation.

Event description:
The international customer reported that, during everyday usage usage of the device, the chait tubing broke between the implanted end and the button connector end of the device. The patient was transferred from (B)(6) hospital to (B)(6) hospital, where the positioning of the broken chait was confirmed using radiological imaging (MRI). The patient then returned to surgery, where the remaining piece of the catheter was retrieved surgically, and a replacement catheter was inserted.